Event description:
It was reported that there is surgical site infection(ssi) with a culture showing staph. A cannula was also used in this case. The original date of surgery was (B)(6)2010 and 8-10 days post-op with purulent drainage, pus, tenderness, swelling, redness, diagnosis of surgical site infection( ssi) by surgeon. Incision and drainage done on (B)(6)2010. Patient is a smoker; no allergies/asthma, no diabetes, no drug/alcohol factors.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and preexisting medical conditions as well as result of cultures taken/type of organism(s) identified were requested and provided( staph. Infection). Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.